Manufacturer narrative:
The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issue. The energy was stabile during the whole day. For the left eye the user started the treatment three times and cancelled the treatments without any reason: suction 1 and 2 are achieved. All treatments were cancelled before laser fired. No technical problem can be identified during logfile review. No technical root cause was identified as the device was found to be within specifications. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. The root cause code was changed to inconclusive ¿ no problem found. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported lost suction during flap creation. The procedure was cancelled. There was no patient harm. There are multiple related reports for this even. This report addresses patient two of three, and another manufacturer report will be filed for the other patients.